Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report a discordant, falsely elevated tnih result obtained on a patient sample on a dimension vista 1500 instrument. Siemens reviewed the data provided by the customer and determined that quality controls were within range on the day of the event. The cause of the discordant, falsely elevated tnih result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated troponin I high sensitivity (tnih) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was repeated on an alternate non-siemens instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). The customer performed a precipitation with polyethylene glycol and then repeated the sample on an alternate dimension vista instrument, resulting lower than the discordant result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tnih result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00662 on 26-nov-2018. Corrected information (21-dec-2018): the initial MDR showed the date of event as (B)(6) 2018. Further investigation shows the correct date to be (B)(6) 2018. Additional information (26-nov-2018): siemens further investigated the issue and determined that there was no indication of a reagent or instrument malfunction. The samples were subjected to multiple tests (column separations, heterophilic blocking reagent, and peg precipitation) in an attempt to identify the cause of the non-specific binding. The presence of a macroimmunocomplex with troponin potentially contributed to the discordant, falsely elevated troponin result. Results and conclusion codes were updated to reflect the additional information. The instrument is performing within specifications. No further evaluation of the device is required.